Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This is report 2 of 3 concerning this peritonitis.

Event description:
During a follow up call concerning a low drain volume alarm, the nurse reported that the patient had peritonitis that was due to technique and not the cycler. The patient is continuing therapy. If additional information becomes available, a follow up report will be submitted.